Event description:
It was reported that the patient experienced pain at the pocket site. The patient also reported pain when seated and when pressure was applied to the low back. It was noted that pocket pain was due to patients body habitus that had settled into the waistband. The patient underwent a revision procedure wherein the ipg was moved and remains implanted. The patient was doing well postoperatively.